Event description:
Consumer stated "I bought the package of 3 replacement brush heads but it was about 8-10 months ago, and I use it daily. Yesterday while brushing I noticed a foreign object in the back of my mouth. I tried to cough it up to remove it but was unable to do so and started to gag on it. It seemed to go further and further back in my throat and I feared that I would swallow it. Or worse, that it would get into my lungs (I am asthmatic). After about 5 minutes of this coughing and gagging I was able to remove it to find that it was one of the four small black rubbery flaps that are present on the head. I matched it to mine because I found that it had only three of these flaps remaining. I have not sought any medical treatment."